Manufacturer narrative:
Additional information: UDI, manufacture date and expiration date provided.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. The non invasive patient tracker was returned to the manufacturer for analysis. Analysis found that the tracker was fully functional when connected to a known good system and tracked continuously during testing. When metal was introduced it would lose tracking. Switching between trackers caused a message to appear on display, then tracked normally again. No fault found.

Event description:
Medtronic received information regarding a navigation device being used for a axiem endoscopic endonasal procedure. It was reported that the non-invasive patient tracker (nipt) would suddenly stop tracking. The surgeon adjusted the emitter placement with no resolution. Site switched to a different tracker which resolved the issue. The surgery was completed with navigation and there was no known impact on patient outcome. There was a delay of 45 minutes.